Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out, the physician used electrocautery and the device exhibited backup vvi operation. The device was explanted and replaced.